Manufacturer narrative:
Product event summary: the device was returned and analyzed.returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a missing set screw.

Event description:
It was reported that during the implant procedure when the lead was connected to the device, the pin was removed from its place and the silicon was stripped. The device was replaced. No patient complications have been reported as a result of this event.